Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced skin breakdown, necrosis and an infection at the implant site (date not reported). Subsequently, the patient was treated with two courses of oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on february 20, 2024.

Manufacturer narrative:
This report is submitted on january 23, 2024.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site, exposing the receiver/stimulator (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 26, 2024.